Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she received a no delivery alarm and reverted to manual injections. The helpline reached out but was only able to reach the customer's mother. The mother stated that the customer did have to be dropped off at the emergency room on (B)(6) 2016 due to high blood glucose levels of 470 mg/dl. The caller stated that she was treated for her high, but then went low. The customer was picked up from the emergency room on (B)(6) 2016. The helpline tried to reach the customer but was unable to. No further details were provided, and nothing was replaced or returned for analysis.